Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per (B)(4) since the device manufacture date is greater than one year from the event date. The getinge account manager for this event site has advised that the issue was patient related, and that there was no malfunction of the iabp.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) presented autofill failure multiple times at autofill interval. The customer pressed autofill button manually each time and autofill was then successful but they did not move the patient or reposition the intra-aortic balloon (iab), and therefore, it did not appear to the customer that the issue was patient or catheter related. There was no patient harm and no adverse event was reported.